Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a failure "814:04 alarm ". This condition has the potential to cause an interruption of delivery. This event occurred during power up. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is colleague 2006(5.09.90).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 814:04 was discovered and not confirmed in the pump's event history by a baxter service technician. Thus, the root cause of this condition was not discovered. There have been no actions taken to correct this problem. A device history review was performed with no exceptions found during manufacturing. During the service history review, it was found that the device has been serviced eight times prior to this event. The device has been previously sent into service for the reported condition of"fc 814:04". During previous service on (B)(6) 2010 for "fc 814:04" the ail pcb was replaced and calibrated. During fca upgrade on (B)(6) 2007 "fc810:11" was found in the event history and the ail pcb was recalibrated.